Event description:
Device malfunction: device #2 cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, a cuff miss occurred. A second proglide device was used with the same results. Hemostasis was achieved using manual compression. There were no pt effects reported. Though requested, no additional info was available.

Manufacturer narrative:
2. Device #1, proglide, lot# 72027-6h indicated is being filed under medwatch MFR # 2953144-2009-00288.